Event description:
It was reported that the remote monitor could not achieve telemetry with the device. The monitor was replaced. There were no patient complications due to the result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.